Manufacturer narrative:
Complete patient identifier: (B)(6). All available patient information has been provided. No additional patient information is available. This report is being filed on an international product, list number 07p60-32 that has a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) syphilis tp patient result of (B)(6) for sid (B)(6), when processing on the alinity I. The result from a different instrument was (B)(6) and after centrifugation the sample was rerun and the results were (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing using a retained reagent kit, evaluation of reagent performance, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review did not identify any trends. Retained kits of alinity I syphilis tp reagent, lot number 03516be00 were calibrated on two different instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Evaluation of reagent performance met specifications and the results were in the typical range and no false non-reactive results were obtained. Additionally, the corresponding architect syphilis tp reagent, lot number 03540be00 (which contains identical bulk reagents) was also tested and all control values met control specifications and were in the typical range. Clinical sensitivity was evaluated and results met specifications. All generated data demonstrate that the performance of the alinity I syphilis tp reagent, lot number 03516be00 is not compromised. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.